Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Blocks a2-a6: no patient involvement. Block b3: the date of event is unknown; however, since this is a required field, 3/1/2025 was entered. Blocks b6 & b7: no patient involvement. Block c: not applicable. Block d4: expiration date is not applicable. Blocks d6, d7 & d10: not applicable; no patient involvement. Blocks h3: at the customer site, a field service engineer replaced the cracked intrasight mobile touchscreen monitor. The system met specification for the service performed and returned for use. Blocks h6: the damage occurred at the facility site; however, the cause of the damage was not known/provided. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that the intrasight mobile touchscreen monitor was cracked with sharp edges observed. There was no patient present and no user injury reported. This product problem is being reported in an abundance of caution because the touchscreen monitor has sharp edges that can result in a potential for harm.

Manufacturer narrative:
Block h3: the intrasight touchscreen monitor was returned for evaluation. Visual inspection confirmed a crack with sharp edges and missing screen material. Block h6: the probable cause of the reported failure is likely damaged from use. The device integrity can be affected by external factors such as device manipulation, its impact, and applied pressure associated with use and handling. In the initial MDR, type of investigation code imdrf# b01 and investigation findings code imdrf# c070603 remains appropriate. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.